Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent damage can occur as a result of multiple things, including but not limited to: the manufacturing process, handling during removal from the packaging at the account, handling during visual inspection and/ or preparation, loading onto the guide wire and accessory devices or anatomical conditions. To help ensure this damage is not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process. The device was not returned to abbott vascular for analysis and the stent was implanted. In this case, the physician suspected that the stent was kinked; however, it was not confirmed. The anatomical conditions were reported to be mildly calcified and moderately tortuous, which could have contributed to the appearance of stent damage. It is possible that there may have been an interaction between the stent and the anatomical conditions during advancement to the lesion. Another stent was implanted (additional therapy/ non-surgical treatment) to treat the dissection. Furthermore, dissection is a known adverse event as listed in the xience v instructions for use. The reported stent damage could not be confirmed and a conclusive cause and its relationship to the reported patient effect, if any, cannot be determined and there does not appear to be any indication of a product quality deficiency. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during post-dilatation of the xience v stent in the mildly calcified and moderately tortuous mid left anterior descending artery, the physician noticed a dissection at the distal edge stent. Another xience v stent was used to cover up the dissection. The physician suspected that the stent was kinked, however this was not confirmed. No additional information was provided.